Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6a, d9, g1, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: pain: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and observed broken device was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "capsular contractures, baker grades IV, pain and exchange from textured to smooth". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contractures, baker grades IV.

Event description:
Patient reported "capsular contractures, baker grades IV, pain and exchange from textured to smooth". This record is for the right side. Device remains implanted.